Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to unlocked lcd keypad connector; unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she started having issues with the buttons on the insulin pump about one or two months after receiving the device. She had experienced low blood glucose of 39 mg/dl, which she treated with food. She declined troubleshooting for the low blood glucose. Troubleshooting was performed for the keypad anomaly. Customer stated the middle button was really hard to press, the esc button. She had to press it hard for it to function correctly. The device has been alerting to calibrate and finds it difficult to clear it. She had an issue where her blood glucose reading didn't carry into the device; she attempted to manually input the reading. Due the buttons not responding she was unable to input it. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. She agreed to return the device for analysis.